Event description:
It was reported that a volume discrepancy of greater than 25% was noted. At pump refill, 18 mls were aspirated. The patient experienced unspecified symptoms of withdrawal. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall, due to gear shaft wear manufactured beginning september 1999 physician communication.